Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited a high shocking lead impedance measurement greater than 125 ohms. Additional information received indicated that no further testing was performed and routine follow and monitoring were continued. The system remains in service. No adverse patient effects were reported.